Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated, and customer allegation of no image was not confirmed. All video output signals and images were present and stable. Software version 3.10 is up to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, image has gone out three times within the last three-four weeks while using video system center. The malfunction was found during a therapeutic procedure. There were no reports of patient or user harm associated with this event.